Event description:
It was reported that the patient with this previously capped left ventricular (lv) lead had an infection. There were no additional adverse patient effects reported. The previously capped lv lead remains capped.